Event description:
Please see the attached user facility medwatch report# 5000250000-2006-8022. The user facility medwatch report states, "the device was placed normally in the pt's right iliac when the lower 6 inches of the catheter sheared off completely. The physician in the cardiac cath lab attempted to retrieve the broken piece, but was unsuccessful. The patient was immediately taken to surgery where the tip was removed." Follow-up communication indicated that the catheter separation occurred as the physician was withdrawing the device from an up-and-over the bifurcation contra-lateral approach.

Manufacturer narrative:
Results: is based upon evaluated of user facility info and photographs of the involved device; is based upon reserve sample testing. Conclusions: is based upon evaluation of user facility information and photographs of the involved device; is based upon reserve sample testing. The involved device has not been returned, but the user facility did provide 2 photographs of the involved device for eval. The investigation was based on evaluation of user facility info, photographs of the involved device, quality records and reserve samples. Visual inspection of the photographs of the involved device confirmed the reported separation, but did not provide adequate magnification for a detailed assessment. No abnormalities or defects were noted during evaluation of reserve samples. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and gross appearance of the involved sample are consistent with the catheter having been damaged as a result of manipulation during the procedure (attempting to withdraw the catheter against resistance). The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been forwarded to the manufacturing facility for appropriate tracking, trending and follow-up.